Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, with high ketones. Elevated blood glucose levels were addressed by manual insulin injection, and changing the pump supplies. Ultimately, the customer reverted to an alternate form of insulin therapy.